Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown. Customer reports they were unable to clear the alarm. Customer stated that they were able to rewind the insulin pump. The unexpected restart was recurred during normal insulin pump use. The customer was advised to continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.